Event description:
On 28-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the click-legs had defects making it impossible to use the infusion set, it does not make the click, (the click-legs of tubing connector are deformed). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2018, the infusion set's tubing had detached and it unclipped 6 times on that day. Reportedly, the location of detachment was at the quick release. The site location is the right side of abdomen. The pump was located/ worn in relation to the right side of the site. Further, the patient's blood glucose was over 400 mg/dl (432mg/dl from 7am to 11am). The patient was walking when the event occurred. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to the body. The infusion has been in use since december 21, 2018. Also, there was no stress or pull on the tubing. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing detached. The patient stated that it unclipped 6 times. Reportedly, the location of detachment was at the quick release. The site location is the right abdomen. The pump was located/ worn in relation to the right side of the site. The patient's blood glucose is over 400 mg/dl. The patient is walking when the event occurred. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to the body. The infusion has been in use since december 21, 2018. Also, there was no stress or pull on the tubing. No further information available.